Manufacturer narrative:
The reported device intended for use in treatment, will not be returned for evaluation. The investigation was limited to the information provided, as the part and lot numbers to review the device history and complaint records were not provided. No relevant clinical information has been provided for inclusion in this investigation. Per report, this ae was treated with rest and weight bearing restriction. However, since this event is ongoing, no further clinical/medical assessment is warranted at this time. This investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened.

Event description:
It was reported that after a rotator cuff repair surgery performed on (B)(6) 2018, patient started with a recurrent tear on (B)(6) 2019 that was treated with rest and weight bearing restriction. Event is ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.